Event description:
The filter was placed in 1992. The pt had phlebitis. In june, 1997, the pt was admitted for pancreatitis. On june 14, 1997, it was noted that the strut had fractured and went through the inferior vena cava and was in the pancreas. The pt has been treated medically and has clinically improved.